Event description:
The customer reported that he checked his bg levels with a back-up meter, which read "low" (specific bg levels were not provided). He then checked his levels with the pdm, which read 101 mg/dl. The report then indicated that "he treated himself for a low bg". (Note: it is unknown what the customer's target bg levels are.) The customer reported that his bg levels "were so low" that he "was passing out". He indicated that he had performed a "bg solution" test and results were "incorrect" - they were reportedly off by five points. The pdm will be returned for evaluation.

Manufacturer narrative:
The investigation results of the returned pdm found evidence of contamination or particulate matter on the contact surfaces of sensors within the bg meter port. The presence of this debris can cause interference with the functionality of the meter, potentially resulting in erroneous bg readings. Debris in the bg meter port is the result of user negligence in properly caring for the pdm and is in no way reflective of any manufacturing or product related issue.